Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the weekly device test resulted in a battery error, "battery a: calibration recommended, and battery b: battery empty". The rse remotely assisted biomed and provided some recommendations for troubleshooting. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.